Event description:
Patient was revised to address glenoid loosening. Poly wear and osteolysis were also reported. The surgeon removed the glenoid component and filled bone defect with bone graft. He converted the total shoulder to a hemi shoulder.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the surgeon removed the glenoid and filled the bone defect with bone graft and converted the total shoulder to a hemi. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 15 years of implantation. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.